Event description:
The stretch vinyl gloves are known for easily tearing and/or ripping. The clinician had on two pairs of gloves and noted after patient care, which included handling bloody dressings etc., that blood was found on the under layer of the gloves even though there were no obvious tears or rips noted. A similar incident occurred with another clinician who also had used a double gloved setup for extra precaution due to a patient with severe gi bleed. Clinician noted that blood had seeped through to the under layer of the gloves. The clinician removed this glove, washed hands, dried them, and put on a double layer again. The same failure happened again, except this time the blood had seeped onto the hand and fingers.